Event description:
It was reported that the patient presented for a routine follow up and it was found that their implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of signal. No intervention was performed, and the patient was stable.